Event description:
Two implant patient registry (ipr) cards were returned indicating that two 26mm sapien valves were implanted in the same patient on the same day. No additional information was available at that time. After the initial report, the valve clinic coordinator at the site reported that the reason the second 26mm was that a leaflet on the first valve was motion restricted, resulting in significant central aortic insufficiency (cai). After the second sapien valve was implanted, the cai was resolved.

Manufacturer narrative:
The native aortic annular diameter was 24mm by tee. The native aortic valve was moderate-to-severely calcified, with linear calcification along the lvot extending to the annulus. The patient¿s ejection fraction (ef) was 45-50%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. The delivery balloon was prepped with 21cc of contrast solution. Post valve deployment, there did not appear to be any native leaflet overhang, the valve did not appear to be canted, and the guidewire did not appear to be interfering with the (B)(4) leaflet. The first (B)(4) valve was implanted in a 50:50 position. The second (B)(4) valve was implanted in a 60:40 aortic. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards (B)(4) transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether (B)(4) valve performance will be impaired. In this case, the cause of the reportedly motion restricted leaflet and cai cannot be confirmed. However, a combination of patient (moderate-to-severe native valve calcification) and/or unappreciated procedural factors may have contributed to the event. In addition, it is possible that patient¿s blood pressure was slow to recover following rapid ventricular pacing, which may have led to a delay in obtaining an adequate pressure to mobilize the leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.